Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The myosure disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the control unit and hysteroscope as the lot and serial numbers were not provided by the complainant. (B)(4).

Event description:
A myosure hysteroscopic tissue removal of a 4cm fibroid was completed with a fluid deficit of 2150cc plus "a lot of fluid on the floor and sheets". Distension media was normal saline. No fluid mgmt system was in use. In spite of the anesthesiologist's report that "some vitals were not favorable and declining" the physician proceeded with a novasure endometrial ablation. After 2 unsuccessful cavity integrity assessment (cia) tests the physician did a dilatation and curettage (d&c) and then attempted the ablation again. Following another unsuccessful cia test the fluid deficit was noted to be 4000cc. The procedure was abandoned. Upon removal of the pt drape it became apparent that the pt's abdomen was distended. "The pt started convulsing and had froth coming out of her mouth". Lasix (furosemide) 20mg was administered, the pt intubated, and admitted to the intensive care unit (ICU). The physician "had no visual confirmation of a perforation". The anesthesiologist reported "her symptoms started about 10 mins into the myosure procedure which was when the physician administered vasopressin (dose unk) through the cervix into the uterine area blindly due to the size and vascularity of the fibroid".